Manufacturer narrative:
The fse replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the battery had failed. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the battery had failed. The customer ordered a new battery and requested onsite service to replace it. Investigation is ongoing.

Manufacturer narrative:
E: (B)(6).